Event description:
It was reported that an angio-seal vip was deployed. The pt developed retroperitoneal bleeding and had severe pain several hours later. The pt received blood transfusions and recovered without surgical repair. The pt was reported as good after the event.

Manufacturer narrative:
No device was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) also instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.